Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed break. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8074 pta dilatation catheter allegedly experienced material rupture and break. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) year female was (B)(6) kgs.